Event description:
An endeavor sprint rx drug eluting stent was implanted in the proximal rca. Pt was asymptomatic / free of symptoms at 30 day follow up & 6 month follow up, approximately 10 months post index procedure, it is reported that the pt suffered from an mi and recovered without treatment. It was deemed that the event was probably related to the study device. Pt was asymptomatic / free of symptoms at 12 month follow up & 18 month follow up.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi). Evaluation: conclusion: no conclusion can be drawn.